Manufacturer narrative:
No loose/protruded drive support disk was noted. No cracked or broken off end cap was noted. No moisture damage was noted on the electronic assembly or motor assembly. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a loose drive support cap. The customer reported that the insulin was leaking at the drive support cap. The customer's blood glucose was 210 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.